Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7157820 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 35307700 UDI: (B)(4). Product family: scs-surg acc upn: m365sc42760 model: sc-4276 serial: na batch: 35211176 UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) revision procedure due to infection. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) revision procedure due to infection.

Manufacturer narrative:
The leads were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.